Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for use was malignant pain and spine/back. It was reported the patient was admitted to a hospice that denied coverage for the intrathecal therapy and instead was treating the patient with oral and IV medication. The device was interrogated, on (B)(6) 2018, and a low reservoir alarm was noted. The low reservoir alarm date was (B)(6) 2018, so the pump then ran empty. The clinical diagnosis was empty pump reservoir secondary to non-compliance. The patient's therapy was suspended on (B)(6) 2018 and the pump was not refilled. It was "indicate" the event was related to the device or therapy. The issue was unresolved at time of study exit/death/study closure. Additional information received from a healthcare provider via a clinical study reported the patient's pump was allowed to run dry. The patient exited the study on (B)(6) 2018 as all enrolled manufacture products were inactive. The patient's baseline weight was (B)(6).